Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, during insertion into the eye, a crack appeared at the base of the anterior haptic, so the iol was removed and replaced on the same day with a similar company lens. There were no health damages. Additional information has been requested and received stating that there was a decrease in corneal endothelial cell count was observed.